Event description:
(B)(4). Started with abdominal pressure, bloating, cramping and sharp pain in my stomach. Migraine headaches, pain in my legs, buttocks, tingling and numbness in my fingers and feet. Feeling nauseous, poor appetite, weight loss. Tired, no energy, hair loss, itchy skin.